Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device was chattering with the burr device inserted. An assessment was performed which found that the bearings were worn out and loose (some missing), creating a situation whereby the cutter was chattering. That was because the bearings were no longer in axial alignment causing the chattering. It was further determined that the failure was caused by worn out bearings. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device was chattering with the burr device inserted. During in-house engineering evaluation, it was observed that the bearings were worn out and loose (some missing). It was not reported if there were any delays in the surgical procedure. It was reported that another attachment device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.